Event description:
MRI tech called and reports that pt's stimulation system and pt remote have "not worked for about 20 years" patient had a precision spectra. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).